Event description:
Patient reported "defective tubing"/"tubing broke in half" and pain.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 15/apr/09. The access port connector associated with this report was not explanted and therefore will not be returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product, in this case the explanted tubing parts, at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".